Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Review of the egms revealed oversensing of svt. No programming changes were made at the time of the event. The physician is considering the patient for an ablation procedure.